Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted during an endovascular procedure for the treatment of a throacic aortic dissection. Vnmc3 737c223tj was implanted proximally and vnmc3428c207tj peripherally. It was reported approximately 2 years post the index procedure follow-up CT showed stent ring enlargement in vnmc3737c223tj ((B)(4)), the distal arch region was slightly larger than the original stent diameter (37 mm) (around 39 mm). No cause of the stent ring enlargement was provided.  No additional clinical sequalae was provided and the patient will be monitored.